Event description:
It was reported that the patient is unable to set to MRI due to unresolved impedances. The patient also is experiencing discomfort at the ipg site due to recent weight loss. As a result, surgical intervention may be taken at a later date.

Manufacturer narrative:
Date of event is estimated.